Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The device evaluation found there was a faulty switch harness. Additional evaluation findings are as follows: faulty bottom chassis rusty, excess thermal grease on lamp, and olympus lamp life meter reading 460+hours. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii xenon light source exhibited a power unit malfunction. The power did not remain on when the power switch was pressed. The issue occurred during a colonoscopy procedure. It was not clear if the patient was already sedated at the time with potentially versed, fentanyl, and propofol. There was a delay of greater than 15 minutes, however the procedure was completed using a similar replacement device. There was no patient harm reported in relation to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, a definitive root cause of the faulty/defective switch harness could not be identified. Olympus will continue to monitor field performance for this device.